Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital after receiving inappropriate high voltage defibrillation therapy. Diagnostic imaging was performed and the right ventricular (rv) lead was dislodged from it's implant position. The physician alleged the dislodgement was due to twiddlers syndrome. Additionally, the right atrial (ra) lead was observed to be stretched, however, it was not dislodged. The rv and ra leads were repositioned to resolve the event and the patient was in stable condition. Related manufacturer report number: 2017865-2021-25416.